Event description:
It was reported that post op of an open right colectomy that the device was fired seven or eight times during the initial procedure. Surgeon typically does a leak test but this has not yet been confirmed. Patient was brought back to the or for a staple line leak. Surgeon made mention that the in location of the leak the surgeon noticed that the firing for that part of the staple line was not as smooth as the previous firings, and he wishes he would have opened another device at that point.

Manufacturer narrative:
(B)(4). Date sent 4/11/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? No leak test was performed (just icg). Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 2 days. How was the leak identified? During re-operation. What was observed at the site of the leak upon reoperation? Hole in staple line (bubbles). How was the leak addressed? Suture. Were there any issues experienced with the device in the initial surgical procedure? Device firing on the anastomosis was not as smooth as prior fires, felt some resistance. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Device deficiency. Patient only co-morditiy was high blood pressure. Leak was clearly identified at staple line, lack for security/formation.